Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient admitted to the hospital due to an unspecified infection. The implantable cardioverter defibrillator and the right ventricle (rv) lead were removed. The rv lead was replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. There were no anomalies that could be confirmed by analysis. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.